Event description:
The device was returned for sticky fva pins. During initial evaluation it was found the outlet fva pin was stuck and could not be actuated. The loading pins also had excessive drag. An internal investigation was performed and the lever boot retaining plate was found to be damaged. A cleaning was performed on the fva and upper loading pins and the drag was mostly resolved. The pump was subsequently able to perform a mock infusion. All fva pins and loading pin lip seals need to be replaced.

Event description:
The following has been reported: biomed reported: tubing set was not recognized. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed and they suggested to pull them as they won't always be able to revisit the same pump multiple times. Injury/adverse reaction : no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.